Event description:
It was reported that the asymptomatic patient presented in clinic during a follow-up. The patient's implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on a stored electrocardiogram. The patient did not receive therapy during the oversensing. The device was reprogrammed.

Manufacturer narrative:
This report is to correct erroneous information reported in initial MDR section event date. The information in this supplemental MDR is to supersede the previously reported information.